Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Product #1: pi main [(B)(4)]. A patient experiencing pain at the ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site . Lidocaine was prescribed but the pain persisted .as a result patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated. Post operative pain had improved.